Manufacturer narrative:
Company rep evaluated the system. Customer was provided with a replacement panorama telepack.

Event description:
The customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.